Manufacturer narrative:
An arrangement was made for the product specialist to visit the hospital and train the appropriate personnel in the proper use of the tube. The lot history records were unremarkable with regard to this report. Co believes this is an isolated case of user error, which should be resolved with the in-service training.

Event description:
Customer reports problems with the dobbhoff tube on three occasions. Co states they have a difficult time removing the stylet once the tube is inserted in the pt. They feel the outlet holes on the tube promote excessive kinking of the tube. No pt injury occurred. The pt's were successfully reintubated.